Event description:
Patient, who underwent coronary artery bypass graft surgery five years ago, was admitted for elective percutaneous intervention on two vein grafts to the obtuse marginal branch and diagonal branch. During retrieval of a filter wire, the filter basket broke off and could not be retrieved after two efforts. The physician contacted the filter wire MFR's rep, and was told they were not aware of this type of event occurring before. The MFR's representative could not give any advice other than to suggest attempting to snare the filter basket. Continued efforts to do this were unsuccessful. A stent was placed to "trap" the filter basket, and this was done without trauma to the vessel.